Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent laparoscopic sacral colpopexy, laparoscopic adhesiolysis and cystoscopy due to sui, vaginal vault prolapse, cystocele, rectocele, enterocele, detrusor overactivity incontinence and urinary retention. It was reported that the patient underwent placement of advantage sling on (B)(6) 2010 due to sui & detrusor overactivity.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/26/2013. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress incontinence, detrusor overactivity. It was reported that following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, dyspareunia, vaginal scarring, bad smell, and can¿t have sex at all because it hurts. It was reported that on (B)(6) 2010 the patient underwent a surgery- placement of suburethral sling and a cystoscopy.

Manufacturer narrative:
.